Manufacturer narrative:
Updated become aware date after review of case. Updated coding based on current state of the investigation.

Event description:
It has been reported that the device is failing self-test.